Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer disconnected from the bus. A field service engineer reseated all connections on the drawer. The system functioned as intended after the field service engineer troubleshot the device.